Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On 05/dec/2024 it was reported the patient was hospitalized for a bleeding gastric ulcer complicated by taking xarelto. Patient has low hemoglobin levels. The patient also bronchoaspirated fluids while drinking.